Manufacturer narrative:
Mordasini, p., brekenfeld, c., byrne, j. V., fischer, u., arnold, m., heldner, m. R., . . . Gralla, j. (2012). Technical feasibility and application of mechanical thrombectomy with the solitaire fr revascularization device in acute basilar artery occlusion. American journal of neuroradiology, 34(1), 159-163. Doi:10.3174/ajnr.a3168 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and its cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire fr thrombectomy. The purpose of this article was to evaluate technical feasibility, safety, and efficacy of mechanical thrombectomy using retrievable stents in the treatment of acute basilar artery occlusion. The authors reviewed fourteen patients (median age 64.5 years, 6 female) with basilar artery occlusion (bao) who underwent endovascular therapy using the solitaire fr 4x20. The article states that tici 3 or 2b recanalization was achieved in all patients. The article states that overall mortality was 35.7% (5 of 14 patients).